Event description:
It was reported that the ilet bionic pancreas generated alert 38 indicating a motor stall, with repeated stalled motor events and occlusion alarms, during which the user experienced hyperglycemia and delivered a large subcutaneous correction using a pen and later reported having gone through multiple cartridges and infusion sets before successfully completing a supply change and resuming insulin delivery. Symptoms included hyperglycemia with a reported blood glucose of 409 mg/dl. Outcomes included the need for troubleshooting, temporary pausing of insulin delivery, subcutaneous correction outside the pump, education on supply change and tubing management, and shipment of replacement supplies. Investigation included customer interviewing, review of device performance history as described by the user, supply change dry run, tubing fill verification with observed drops, and assessment for potential tubing pinch. Investigation of this case revealed consecutive motor stalls consistent with an insulin delivery obstruction and potential tubing pinch, which resolved after supply replacement and proper setup, indicating device function restored with correct consumables and line integrity. It was concluded, based on previously established findings for similar reports, that the cause was obstruction due to external factors and consumable issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.